Manufacturer narrative:
B3 - the date of event is unknown. A supplemental report will be submitted if provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had stripes appear on the image when using the down and up angulation. This event occurred during an unknown procedure. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b3, d8, h2, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. Due to damage on the charge-coupled device unit, a noise image occurred during angulation in the up/down directions. A root cause could not be identified. Based on the results of the investigation, it is likely stress led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.